Event description:
Pt underwent ep mapping and ablation procedure for probable left lateral pathway thought to be the cause of wpw. Multiple diagnostic catheters were placed, as well as an ablation catheter. After the last ablation the pt became hypotensive and tachycardic. Echocardiogram showed pericardial effusion and tamponade. Pericardial effusion and tamponade. Pericardial tap performed with 250ml drained. No further drainage noted.